Manufacturer narrative:
Unit received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to blank display. Unable to confirm low reservoir and button error alarms due to blank display. Upon visual inspection the unit had moisture damage on the keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case and cracked display window.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump got wet and is also cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.